Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on a couple of occasions, the customer felt resistance when filling the cartridge with insulin. The customer observed that there was no insulin exiting the syringe needle when the plunger was depressed suggesting the needle was damaged. The customer was not sure if the cartridge was damaged too and it was changed. The new cartridge was successfully loaded. The customer's blood glucose level was not impacted.